Event description:
It was reported that the patient presented to the hospital after receiving a shock due to noise. The noise was reproduced during respiratory movement. Dislodgement was suspected. During a follow-up, oversensing coinciding with respiration was observed via stored electrograms. The device sensitivity was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.